Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was confirmed via photographic evaluation. The root cause of the reported condition was not determined. No additional observation was noted from the photo. Same event as (B)(4).

Event description:
It was reported that an infusor had its reservoir rupture during patient use. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This is report 1 of 3.